Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure four resolute onyx drug eluting stents were implanted in the rca. Approximately 29 months post procedure the cec adjudicated that the patient suffered late stent thrombosis (arc definite). The cec commented that the thrombotic occlusion of the study stent did not occur subsequent to repeat percutaneous treatment of the target lesion; that the stent thrombosis was not related to a non-study stent; that the stent thrombosis is not related to a non-target lesion; and that the event is not related to covid-19 illness.